Manufacturer narrative:
Voluntary event report was received. Medwatch: mw5155440.

Event description:
It was reported that the patient's atrial lead exhibited under-sensing. No intervention was performed. The patient's status was not provided.